Event description:
The respiratory therapist reported, "while connected to patient, the 1 year old male was on a mat on the floor for sometime. The nurse and mother noticed that the patient was blue and not breathing". CPR was initiated and 911 was called and transport was dispatched (50 mile trip). "The local ems responded and by the time of their arrival, the patient was pink and on the ventilator. The concern is that the ventilator did not alarm. Additionally, the rt reported "the trach tube was dislodged, but due to the trach tie, it was not noticeable."